Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported the patient underwent removal surgery on an unknown date. It was reported the patient experienced adhesions and an unknown mesh was placed. It was reported the patient underwent another revision surgery to treat a recurrent hernia. It was reported that the patient experienced other undisclosed adverse events. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.